Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was returned to zoll for evaluation. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial number (B)(4). Visual inspection was performed and found a bent battery lock. Review of the archive data revealed multiple fault of user advisory 45 (not at "home" position after power-on/restart) error messages on the date of event ((B)(6) 2016). Unable to perform functional testing due to the ua 45 appearing upon powering on the platform. To resolve the primary complaint, the shaft was rotated back to the home position. Further investigation also found a sticky clutch plate. During functional testing the device was evaluated with a test mannequin for approximately 10 minutes. No faults were found. The autopulse platform is a reusable device and was manufactured on 08/12/2014. Note that user advisory error messages are designed into the platform when one of several conditions is detected. Ua 45 alerts the operator that the autopulse driveshaft is not at its home position when the platform was powered on. This user advisory will persist until the driveshaft is returned to its home position. Per the autopulse user guide instruct, to clear ua 45, the operator needs to pull up the lifeband until the chest bands are full extended. This action will move the driveshaft to its home position. Additional repairs and update was completed (unrelated to the reported complaint) to ensure that the autopulse platform is functional without issue. The sticky clutch plate and the battery lock were replaced and the power distribution board was updated. The platform passed all final testing criteria.

Event description:
During cleaning and testing of the autopulse platform (s/n: (B)(4)), it was reported the platform displayed a user advisory 45 (not at "home" position after power-on/restart) error message. The reporter indicated that the device was previously used on a patient and the responding crew brought the device back to the station for cleaning and testing. The reporter denied any issue occurred during patient use. To resolve the issue, the reporter indicated, the crew member removed and replaced the lifeband, then adjusted the driveshaft to the "home" position; however, the error message continued.